Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The pt's access site began to bleed during a routine hemodialysis treatment. Treatment was discontinued without performing rinseback due to the amount of time spent troubleshooting, resulting in an estimated blood loss of 190cc. No medical intervention required.

Manufacturer narrative:
The reported blood loss is attributed to issues with the pt's access caused by operator technique. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.